Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, evis lucera elite colonovideoscope (pcf-h290zi) was sent in on (B)(6) 2023 for a blackout repair. The event occurred during preparation for use for a colonoscopy. The event was not reproduced, and the device was returned to the customer. The customer requested an evaluation with the combined devices: evis lucera elite xenon light source (clv-290), cv-290, oev262h, and pcf-h290zi. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6), cv-290; (B)(6), oev262h; (B)(6), pcf-h290zi.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a blackout was not confirmed. During the visual inspection and operation check, there were no abnormalities found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.